Event description:
It was reported to intuvie that the infusion pump almost pushed air into a patient; however, the air-in-line alarm was triggered as intended. No patient harm was reported.

Manufacturer narrative:
It was reported to intuvie that the infusion pump almost pushed air into a patient; however, the air-in-line alarm was triggered as intended. A review of the device's serial number history revealed no prior similar complaints. The failure mode was not confirmed, and the cause remains undetermined. CAPA-zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).